Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 25-mar-2024. H.6. Investigation summary: bd received an opened shelf pack of samples for investigation. Twenty (20) of the samples were evaluated by visual examination and functional testing, each having their safety shield activated, and the indicated failure mode for cannula breaks off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the needle snapped in half and punctured the staff's left index finger. Staff member had to be sent to urgent care and patient will be tested as well.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the needle snapped in half and punctured the staff's left index finger. Staff member had to be sent to urgent care and patient will be tested as well.